Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding") in a 22-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("extreme, debilitating menstrual pain"), migraine ("migraines"), anxiety ("anxious"), depression ("depressed"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast") and pelvic pain ("pain/ left lower pelvic pain"). The patient was treated with surgery (undergo a hysterectomy and removal of the essure). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, dysmenorrhoea, migraine, anxiety, depression, vulvovaginal mycotic infection and pelvic pain outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, genital haemorrhage, migraine, pelvic pain and vulvovaginal mycotic infection to be related to essure. Most recent follow-up information incorporated above includes: on 8-nov-2018: pfs received: new event infection (bladder/ urinary tract/vaginal) type: yeast, pain were added. New reporter and patient information were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("extreme, debilitating menstrual pain"), migraine ("migraines"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (undergo a hysterectomy and removal of the essure). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, dysmenorrhoea, migraine, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, genital haemorrhage and migraine to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.